Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and after surgery patient had loose epithelium in both eyes. It was stated that the patient had loss of best corrected visual acuity (bcva) of one line in left eye. The patient complained of blurred vision in left eye. Account reported patient will likely need debridement. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.50 x -1.25 x 17; left eye pre-op 20/20 -5.50 x -1.75 x 155. Bcva from (B)(6) 2017: right eye post-op 20/20; left eye post-op 20/25.